Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to deploy the clip was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy of the common femoral artery was attempted using a starclose se device after an aortic interventional procedure. Reportedly, the clip failed to deploy. The device safety mechanism was used to facilitate device removal in accordance with the instructions for use (IFU). The method of achieving hemostasis was not reported. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Age - estimated, patient was reportedly born in 1940. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.